Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received unspecified insulin pump error. Customer¿s blood glucose level was 304 mg/dl. Customer stated that the insulin pump received power loss alarm and battery went dead. Customer also stated that the settings were cleared or suspended for more than 4 hours. Troubleshooting was performed. The insulin pump will not be returned for analysis.